Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the reported failure was not confirmed, no problem was detected. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope displayed error code e117, indicating the end of life of the optical module. There were no reports of patient harm.